Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Analysis of the ins found that it was functionally okay with insignificant anomalies. Analysis of the lead ((B)(4)) found that the conductors 1,2,3,4,5 and 7 are broken at 17.5 cm from the distal end. Analysis of the lead ((B)(4)) found that the lead body was cut through, product segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that the patient had intermittent therapy, and out of range (oor). The rep stated that electrode 12 had impedances greater than 40,000 ohms intermittently. They mentioned that they met with the patient, and impedances have been inconsistent with each test they are re-running. The rep added that this affects the right-side lead 8-15 contacts. They noted that 8 <(>&<)> 15 contacts are out of range and contact 12 is greater than 40,000 ohms. The rep added that the patient did not report any falls or trauma that prompted the issue. It was noted that the patient has experienced intermittent stimulation since implant. The rep added that when pushing on the device and running the connectivity test, it would cause the out of range impedances to change between each test. They stated that contacts displayed the red indicator light. Additional information received from the rep on 2019-11-25 indicated that the patient underwent surgical revision, and both leads and the implantable neurostimulator (ins) were replaced. The rep stated that after removing the ins, they tested the leads with a wireless external neurostimulator (wens), and the same high impedances showed. The rep also mentioned that the physician made a comment about the tissue appeared to have been burned. They stated that after replacing the ins and leads, the impedance issue resolved. No further complications or symptoms were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the device was returned for analysis. No further complications were reported or anticipated.